Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally,it was reported that the usb cable was damaged and the customer was unable to charge the pump. An new usb cable was sent to the customer. Customer¿s blood glucose level was 100 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.